Event description:
Customer stated one day post-op the pt had carotid hemorrhage due to suture breakage. "The pt had a blow out carotid arteriotomy line." The suture was found to be broken 1/2 centimeter proximal to the closure knot. The closure was made with fine interrupted sutures, then due to the narrow vessels finished the closure with a running prolene suture. Pt was declared brain dead, then was taken off life support and expired on 9/1/97. Customer stated part of the suture was removed, but it was not saved for eval. Unknown product code and lot number.

Manufacturer narrative:
Five pieces of blue monofilament suture, minus product code and lot number ID were returned for eval. The returned pieces were examined under stereomicroscope at 10-40x magnification with the following findings: the first piece was 6mm in length. Both ends of the piece were blunt and characteristic of cut ends. The piece also had two sites which appeared pinched by a cutting instrument. The second piece was approx 30 mm in length. Both ends of the piece were blunt and characteristic of cut ends. The third piece was approx 30 mm in length. Both ends of the piece were blunt and characteristic of cut ends. Approx 5 mm from one end, the suture was coiled fairly tightly. Such memory in the suture suggested an untied or slipped knot. Within the 5 mm distance between the coils and the end was one site which appeared pinched by a cutting instrument. The last two pieces were knotted together and had an overall length of 10mm. The knot was open enough to clearly distinguish that one suture was looped four times around the other piece. All four ends of these knotted sutures were blunt and characteristic of cut ends. In conclusion, all the ends of the returned samples were blunt and characteristic of cut ends. The findings are typical of knot slippage which can occur when a terminal knot is tied in a running suture without good square-knot technique.